Event description:
It was reported that during knee procedure in 2008, when package labeled 145374 lot 958630 was opened, item in package was marked 145325 lot 958330.

Manufacturer narrative:
Eval of returned device found implant did not meet design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 21, 2008.

Event description:
It was reported that during knee procedure in 2008, when package labeled 145374 lot 958630 was opened, item in package was marked 145325 lot 958330.

Manufacturer narrative:
All available product from this lot has been accounted for. Investigation determined lot was manufactured in july 2000. Subsequent to the manufacture of this lot, actions have been initiated in an effort to prevent labeling errors which include: label printing process changed to only allow one printing of labels. Additional printing requires escalation to supervisor; walk-thru audits are performed by the supervisors; additional training on internal procedures; inspection criteria and process specifications were reviewed and updated as required.